Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant and experienced capsular contracture (baker grade 4) and a local reaction on the left side post-operatively. The patient reported a small lump. The healthcare provider provided antibiotics, but the patient eventually had to go to the emergency room due to swelling. The patient was then informed she had capsular contracture. The patient underwent explantation on (B)(6) 2016.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and local reaction. Manufacturer¿s reference number: (B)(4).